Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger does not power on) has been confirmed. Upon evaluation, the power brick connector was defective. The connector pins were recessed into the connector. The cause of the recessed pins is improper assembly at the supplier. A supplier corrective actions has been issued. No adverse event resulted from the defective power brick connector. The pt received a replacement battery charger.

Event description:
A (B)(6) female pt contacted zoll customer support to repot that the charger would not power on. The pt received a replacement charger/modem.